Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the pt info. There are no indications that the occurred is a result of mfg or component failure.

Event description:
Pt had a previous extrusion with ponto bone anchored implant that was not reported to the company. The original surgery date was (B)(6) 2011. The implant extruded on (B)(6) 2013. Pt had reimplant surgery on (B)(6) 2013 and second implant extruded (B)(6) 2013.